Manufacturer narrative:
The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "in the last few days I have had an infection in one of my breasts ".

Event description:
Patient reports rupture diagnosed with an MRI and ultrasound. The device remains implanted. This relates to the right side.